Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed system error 345. A review of the event history log identified multiple 'system error 345' messages. The cause was identified to be an out of specification and unable to calibrate upstream thermistor. The processor printed circuit board (pcb) was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error (B)(4) (thermistor disparity). No additional information is available.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error (B)(4) (thermistor disparity). No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed system error (B)(4). A review of the event history log identified multiple 'system error (B)(4)' messages. The cause was identified to be an out of specification and unable to calibrate upstream thermistor. The processor printed circuit board (pcb) was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.